Event description:
It was reported that the tap on the flip flow valve of two of the 12 uriplan 5m leg bags was so loose that it could be removed by hand, rendering the bags useless. By the time when the patient was seen as an emergency in the urology department, the last bag had been in situ for more than two weeks, their catheter change was several weeks overdue, and they had a urine infection and an infected suprapubic site. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be operator error/mechanical failure causing improper leaching. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the tap on the flip flow valve of two of the 12 uriplan 5m leg bags was so loose that it could be removed by hand, rendering the bags useless. By the time when the patient was seen as an emergency in the urology department, the last bag had been in situ for more than two weeks, their catheter change was several weeks overdue, and they had a urine infection and an infected suprapubic site. Per additional information via email from ibc on 02apr2024, due to a delay in changing their urine drainage bag and their supra-pubic catheter, they suffered a urinary tract infection and an infection around the supra-pubic site. The medical intervention was required and they attended (B)(6) hospital, as they were in urinary retention and they was prescribed a 7 day course of co-amoxiclav 500mg/125mg three times daily. The catheter was a 16 ch. Suprapubic catheter and had been permanent since (B)(6) 2021, due to neurogenic bladder. It was routinely changed every 6 weeks, whilst residing in new zealand. However both the catheter change and leg bag change had been delayed due to (equipment failure 2 out of the last 12 leg bags supplied were faulty) and unavoidable delays engaging with the specialist urology services after landing in the UK. The catheter change had been unavoidably delayed due to problems engaging specialist urology services in the UK.